Event description:
It was reported that it was not possible to insert the stylet completely into the lead, making it impossible to position the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. Further testing revealed blood in/on the helix/lobe mechanism. It was noted that the lead was returned with the stylet completely inserted into the lead.